Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.1., d.4., d.6a, h.6.

Event description:
Patient reported right side "rupture".

Manufacturer narrative:
In response to FDA report number: mw5092662. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient, via regulatory agency, reported a rupture for an unknown side. Device has been explanted.